Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that unspecified bd¿ n40-o optima injector infusion drip got disconnected. The following information was provided by the initial reporter: it was reported that the female optima came disconnected from the tubing. N40 optima connector: pt chemo line came disconnected from patient. The female optima came disconnected from the tubing.